Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at a nominal pressure. The procedure was completed with a new 3.5 x1 2mm nc emerge balloon catheter. No patient complications were reported.